Event description:
Elderly male with history of diabetes, hypertension, and chest pain, presented to emergency department with anemia. Taken to or for right hemicolectomy. During the procedure, the linear cutter fired 2 times, the third time it did not. No delay added to the case- no known harm to patient.